Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued for a recent high, out-of-range shock lead impedance (sli) measurement on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) review of device information indicated that the sli had also gone out of range both the day before the alert and approximately three years prior. Ts discussed options for reprogramming the alert value and for troubleshooting the cause of the out-of-range measurements. Ts mentioned that on a single-coil lead, such as the rv lead associated with this device, sli measurements tend toward higher sli values. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that an alert was issued for a recent high, out-of-range shock lead impedance (sli) measurement on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) review of device information indicated that the sli had also gone out of range both the day before the alert and approximately three years prior. Ts discussed options for reprogramming the alert value and for troubleshooting the cause of the out-of-range measurements. Ts mentioned that on a single-coil lead, such as the rv lead associated with this device, cli measurements tend toward higher sli values. No adverse patient effects were reported. This device was later explanted with no further complications reported. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.